Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device is not available for return because it was contaminated; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, after a successful biliary dilatation, it was realized that the black rx tunnel of the catheter detached in the scope and was pushed out into the patient's duct. Reportedly, the device was then removed and the black rx tunnel was removed from the scope using a snare. The patient was re-cannulated and the procedure was completed with another device. There were no patient complications reported as a result of this event.